Event description:
It was reported that a malfunction occurred on the pump, labeled with malf 6 and fault ID 0x20bc. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by planning to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump, as the original pump was not under warranty. Patient called back and stated he'll reach out to his hcp before deciding to get a loaner pump. For now caller will keep using current pump.